Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/13/2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-13970sr kingfisher suture retriever/tissue grasper broke. All the broken fragments were removed. This was discovered during a shoulder arthroscopy procedure on (B)(6) 2024.